Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedures of a laparoscopic enterolysis, repair of an incidental cystomy, laparoscopic colpopexy, no tension sling (boston scientific), posterior colporrhaphy, drainage of right ovarian cyst, and cystoscopy during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.